Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs), alleging that her onetouch verio iq meter was reading inaccurately high compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. Additional unsuccessful attempts were made to follow up with the patient a no response letter was sent to the patient. The patient stated that the alleged inaccuracy began on ¿(B)(6) 2015¿ when she obtained blood glucose results of ¿228 and 74mg/dl on the subject meter compared with ¿200 and 57 mg/dl¿ on a laboratory device, performed within 10 minutes of each other, it is unclear if these results were obtained on separate occasions. The patient manages her diabetes with a combination of medications including (lantus and novolog). She stated that on ¿(B)(6) 2015¿ she exercised as a result of the alleged inaccurate readings. On an unspecified time and after the alleged inaccuracy she reported that had developed the symptoms of ¿hypoglycemia¿ it is unclear what specific symptoms she experienced. The patient denied she received any treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, their testing steps were correct and the blood glucose results were taken from an approved sample site. Cca also noted that the test strip vial was intact, the patients test strips were correctly stored and within their expiry date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began. In addition this complaint is being reported as a malfunction because, the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.